Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) a product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was verified. The downstream occlusion sensor seal is starting to bubble up. While testing, the downstream occlusion sensor was found to be non-active. The downstream occlusion sensor value was stuck at 1 mv. Root cause was found to be normal wear. Replaced downstream occlusion sensor and seal. A non-conforming report was opened to investigate early downstream occlusion sensor seal failures.

Event description:
It was reported that there was a bubbled up downstream occlusion sensor seal during testing. No patient injury reported.